Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by manufacturer: returned product consisted of a rotapro catheter. The advancer and burr catheter were attached when received. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the sheath. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a fluid leak occurred on a portion of the device that would enter the body. A 1.50mm rotapro was selected for use in an atherectomy procedure to treat coronary artery disease (cad). During preparation, a leak was observed midway down the catheter shaft. Another 1.50mm rotapro was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Age at time of event - 18 years or older

Event description:
It was reported that a fluid leak occurred on a portion of the device that would enter the body. A 1.50mm rotapro was selected for use in an atherectomy procedure to treat coronary artery disease (cad). During preparation, a leak was observed midway down the catheter shaft. Another 1.50mm rotapro was used to complete the procedure. No patient complications were reported.